Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a sureflex steerable sheath was selected for a transseptal procedure. Prior to sedation/preparation, while outside of the patient, it was observed that the hemostatic valve on the sheath was broken. Thus, the device was replaced with another same model sheath and the procedure was completed successfully. No patient complications were reported. The device is not returning as discarded in facility.